Event description:
It was reported that when it was turned on the programmer displayed two fatal errors messages. It was further noted that when viewing electrocardiograms there was interference present, even with multiple leads tried. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powered up and interrogated devices as required with no errors. It was confirmed that there was interference on the electrocardiogram (ECG) due to the ECG connector being loose.